Event description:
Surgeon attempted to attach nav tracker to handle and was unable to attach. Surgeon was upset as there was no solution, surgeon set the tibial rotation manually. There was a 10 mins delay as a result.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.